Event description:
A report was received that during a permanent implant procedure, while the physician was placing the leads, the pt's nerves became irritated causing excessive leg pain. The physician decided to abort the permanent implant and the leads were removed.